Manufacturer narrative:
Maude ever report ((B)(4)) states: depuy hip pinnacle implant with articuleze femoral head, pinnacle sector ii acetabular cup with altrx liner. Summit tapered hip stem with porocoat. This lined with pinnacle altrx (polyethylene) acetabular cup worked for 7 months after surgery. Then the depuy implant has caused extreme pain in inner thigh and hip area extending below the knee. Pain always present, but worse when attempting to get up from the sitting position. Pain exceed pain prior to surgery. Surgeon used depuy implant after being told clearly not to use any depuy product because of all the tv ads viewed for three months prior to surgery. Surgeon states that the bone growth around femur looked strange and cloudy, his initial tests were uneventful, but pain continues. Hip getting worse. Having clicking sounds coming from hip and the implant feels loose, like it is getting worse with time. Doi: (B)(6) 2010; dor: none reported. *** update - patient was revised (B)(4) 2012 to address dislocation. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Follow-up for additional event information is being conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information has been obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(4) 2013 - pfs and medical records received. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
Maude ever report (B)(4) states: depuy hip pinnacle implant with articuleze femoral head, pinnacle sector ii acetabular cup with altrx liner. Summit tapered hip stem with porocoat. This lined with pinnacle altrx (polyethylene) actetabular cup worked for 7 months after surgery. Then the depuy implant has caused extreme pain in inner thigh and hip area extending below the knee. Pain always present, but worse when attempting to get up from the sitting position. Pain exceed pain prior to surgery. Surgeon used depuy implant after being told clearly not to use any depuy product because of all the tv ads viewed for three months prior to surgery. Surgeon stated that the bone growth around femur looked strange and cloudy, his initial tests were uneventful, but pain continues. Hip getting worse. Having clicking sounds coming from hip and the implant feels loose, like it is getting worse with time. Doi: (B)(6) 2010 - dor: none reported. Update - patient was revised (B)(6) 2012 to address dislocation.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.